Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample, it was observed to be intact. No anomalies were observed on it. In addition, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient who underwent a breast augmentation procedure with a mentor memoryshape breast implant 495 cc gel breast prosthesis (left breast) and a mentor memoryshape breast implant 440 cc gel breast prosthesis (right breast) developed capsular contracture in both breasts (baker grade unknown in her left breast, baker grade iii in her right breast). As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 495 cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.